Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire broke during the procedure. This was not noticed until the end of the procedure. Surgery time was extended in an unsuccessful attempt to retrieve the broken piece.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.